Event description:
Procedure type: urogynecological. According to the reporter: the patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Additional information from the importer report: additional infromation has been requested, but not yet received. Associated mdrs: 1018233-2013-00393 and 1018233-2013-00395.

Manufacturer narrative:
(B)(4). Device info: pelvicol acellular collagen matrix. Device MFR: tissue science laboratories, (B)(4). (B)(6).